Event description:
Complainant alleged that while attempting to defibrillate a pt, the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there wa sno adverse effect to the pt due to the reported malfunction.